Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16mm synergy stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal part of the stent was flared. The procedure was completed with another 2.50 x 16mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16mm synergy stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal part of the stent was flared. The procedure was completed with another 2.50 x 16mm synergy stent. No patient complications were reported. Device evaluated by MFR: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Distal strut segments 1-3 were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis.